Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the pusher wire, coil and introducer sheath were performed. The coil and pusher wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and was found with residues. The twist lock of the introducer sheath had been opened. The coil was inspected and was found without visual issues. The pusher wire was inspected and was found broken at 108.3cm approximately from the proximal section. The device present resistance to be removed from the introduce sheath. Microscopic inspection was also performed and the coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensional inspection was found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a coil was stuck in the microcatheter. A 5mm x 15cm interlock¿ was selected for use. During the procedure, the coil was caught in the microcatheter. The catheter was then pulled out and completed the procedure with a non bsc device. No patient complications were reported and the patient's status was fine. However, device analysis revealed a pusher wire cut from the proximal section.